Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were delayed for 15 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system orders were delayed for 15 minutes for the station. A technical support specialist (tss) dialed into the station and found that the order ids were marked as discontinued, and all corresponding patients had been discharged in the device portal. The tss ran the down time query in ssms and confirmed that there were no disconnected flags. A cast order query was also executed, which returned no results. The issue was then escalated to the interface team for further investigation, noting that the matter had already been reviewed by iest in the master case. The system functioned as intended after the technical support specialist assessed the device.